Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information through a journal article review, that several boston scientific leads were part of a larger study to evaluate the incidence and predictors of clinically relevant cardiac perforation in a consecutive series of patients implanted with active-fixation pacing and defibrillation leads. Data had been collected from july 2008 to july 2015, including 3822 leads in 2200 patients. Leads selected, were part of six manufactures product portfolios. Of over the 2000 patients included, only 17 cardiac perforations were identified; 11 of which exhibited cardiac tamponade. Two additional patients had cardiac perforation and tamponade immediately and directly, related to removal of a transvenous temporary pacing lead and were not taken into consideration in the absolute estimation of cardiac perforation incidence. All patients with cardiac tamponade were successfully treated with urgent pericardiocentesis and none of them required surgical treatment. Complete recovery without further complications were achieved in all study patients. The author failed to identify the leads involved with the 17 perforations and did not respond to additional information inquiries.